Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) presented with a battery voltage within the eri (elective replacment indicated) range; however, an eri indicator had not been flagged. The patient denies exposure to radiation.